Event description:
During laparoscopic sleeve gastrectomy, surgeon attempted to deploy clip using covidien clip iii clip applier (5mm, ref (B)(4)) but the applier would not release. A second clip applier (same lot #) was obtained and again, the applier would not release. The surgeon had to work the applier loose with some force. Some tissue damage was noted and the area was over sewn, although no visible perforation was seen. The surgeon asked that the two devices, as well as two unused devices of the same lot number be removed and sent to the manufacturer for evaluation.